Manufacturer narrative:
Repeated attempts by adc to retrieve the product data were unsuccessful. No product data has been returned as of this report. The user reported an unspecified issue with the librelink up application, stating that application did not send data and missing alarm. Extended investigation has been performed for the reported complaint. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. There was no indication that the librelink up application did not meet specification. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A caller reported that the adc application, freestyle librelinkup, does not connect to customer's librelink application. As a result, the caller was unable to monitor the customer's glucose and the customer experienced a loss of consciousness, requiring treatment of oral sugar drink provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the adc application, freestyle librelinkup, does not connect to customer's librelink application. As a result, the caller was unable to monitor the customer's glucose and the customer experienced a loss of consciousness, requiring treatment of oral sugar drink provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Per smartphone compatibility information, with use of application, the reporter's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.